Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not delivering insulin. The customer¿s blood glucose was 369 mg/dl. Ketone level was high. The infusion set site was changed and the customer¿s parent assisted with injecting insulin with an insulin pen. During a pump system check with tandem technical support, a new cartridge was loaded. Insulin was not observed exiting the pigtail. The customer reverted to using manual injections for insulin therapy.